Event description:
It was reported that one month post-implant and upon interrogation, the implantable cardiac monitor exhibited backup operation. The device was reprogrammed on (B)(6) 2014 and the patient would be monitored. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.